Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue regarding ¿no image¿ was not confirmed. During inspection, the connector was noted to be out of condition. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, it was observed, the 4k camera head had no image on the screen during preparation for use for a diagnostic procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was unable to be duplicated. The root cause of the loss of image was unable to be identified. Additionally, there were scratches found on the connector pins. This defect is not considered severe enough to cause a potential adverse event. The event (damaged connector pins) can be prevented by following the instructions for use which state: ¿electrical contacts of the video connector are free from bends or rust.¿ olympus will continue to monitor field performance for this device.